Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown while charging. During troubleshooting with tandem technical support, the pump successfully turned back on. The customer was able to resume insulin delivery. There was no impact to customer's blood glucose level.